Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump stopped working and went black screen. The customer¿s blood glucose level was 569 mg/dl. Customer changed battery but nothing happened. Customer was able to clear the alarm. Troubleshooting was done for high blood glucose and under delivery. Customer's other blood glucose was over 300 mg/dl. The customer unable to troubleshooting. The insulin pump will not be returned for analysis.